Event description:
During product evaluation by a baxter quality engineer, it was discovered that a clearlink continu-flo blood and solution set had a two piece luer body that was too small. There was no report of patient involvement, patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was performed on the reported lot with no deviations found. Two samples were available for evaluation. A liquid leakage test was conducted, and no abnormalities were found. A luer gauging test was conducted and revealed that the two piece luer body was too small, confirming the reported condition. The root cause was attributed to the mold insert being undersized/oversized. This issue has been escalated to CAPA.